Event description:
The customer reported that the table circuit breaker was intermittently tripping. This would cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table circuit breaker was replaced. The system was then found to be operating as intended.